Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: cracked battery compartment, damaged battery cap, and a dim, faded, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked near the case seal. The battery cap that was returned with the pump for investigation was examined and the hub and spring on the cap was falling off from the base of the cap. Examination also revealed the audio bolus button cover was missing. During testing, the display screen was noted to be dim, faded and discolored.